Event description:
The customer reported to the philips response center (rc) that the display had been cracked and was unreadable (lost or incorrect display functionality). The customer reported that the device had been dropped which caused the display crack and lost / incorrect display functionality. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.